Manufacturer narrative:
(B)(4) - explant of the intraocular lens. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the patient was unable to tolerate glare and halos post implant of the intraocular lens and hence required the lens to be explanted in a secondary procedure. No sutures were used and no patient injury was reported.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 06/09/2014. The explanted intraocular lens (iol) was returned to the manufacturing site for investigation. Investigation of return sample by visual inspection with the unaided eye, showed the return sample lens was cut in pieces, which was most probably to make explant of the lens possible. Visual inspection using a microscope at 12x magnification showed the lens identified as tecnis multifocal acrylic 1-piece intraocular lens. The lens was cut in pieces and the optic was damaged. The lens was contaminated, dust particles were present. These findings are expected as the lens was explanted and transported from a controlled environment. The information provided by the customer stated that a non-validated, non-recommended cartridge was used. Using an incorrect insertion system can cause damage to the iol, which may lead to visual disturbance. In conclusion, the visual inspection showed the lens was cut most probably to make explant possible. The information provided did not indicate any relationship with the lens explant and the manufacturing process. A review of the manufacturing records was performed. Sterilization batch was released and there were no non conformances. There were no associated nonconformity material reports. Environmental monitoring records were reviewed and the results showed there were no environmental monitoring related non conformances within the timeframe the production order was manufactured. The manufacturing order was not produced under deviation. There were no process and/or material changes within the production order. Based on the manufacturing record review and historical review no non-conformances were identified and the product met manufacturing specifications prior to release. All pertinent information available to abbott medical optics has been submitted. Placeholder.